Event description:
On (B)(6) 2013, a reporter for the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra meter was reading inaccurately erratic. On (B)(6) 2013, the medical surveillance specialist (mss) spoke with the patient to obtain and verify information. The reporter/patient claimed the alleged issue began on (B)(6) 2013, at approximately 8:30am in the morning. He tested on the subject meter and observed a value of "66 and 100 mg/dl" performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls within the expected value of <=20% and/ or <=20 mg/dl. The patient manages his diabetes with novolin insulin based on a sliding scale at meal times and 80 units of lantus insulin at suppertime. Prior to testing on the subject device the patient informed the mss that he was experiencing symptoms of "slurred speech, legs were shaking and he was unresponsive when the home health nurse was trying to wake him up." She tested his using the subject meter and observed the aforementioned readings. Per the patient, the nurse contacted the paramedics immediately and did not administer any treatment herself. When the paramedics arrived approximately 10 minutes later, they tested the patient using an unknown ems meter and observed a value of "55mg/dl" at approximately 8:30am. They treated the patient with glucose gel and peanut butter after which his symptoms abated. The paramedics retested the patient using the ems meter and observed a value of "66 mg/dl" and left shortly after. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure, the patient informed the mss that he was not storing the subject test strips in the original vial as recommended in the . Replacement products have been sent to the patient and subject products are pending return for investigation. Although the patient's symptoms occurred prior to testing on the subject device, this complaint is being reported because the patient reportedly received treatment from an hcp after the alleged issue began.